Event description:
It was reported that balloon rupture occurred. A 2.25mmx12mm nc emerge balloon was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.